Event description:
It was reported that beeping tones were noted on this implantable cardioverter defibrillator (ICD) had audible beeping tones. Upon analysis from technical services (ts), high shock impedances were noted on the right ventricular (rv) lead, and the ICD was beeping in response to the high measurements. Ts recommended troubleshooting options. This ICD remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed.

Event description:
It was reported that beeping tones were noted on this implantable cardioverter defibrillator (ICD) had audible beeping tones. Upon analysis from technical services (ts), high shock impedances were noted on the right ventricular (rv) lead, and the ICD was beeping in response to the high measurements. Ts recommended troubleshooting options. This ICD remains in-service at this time. No adverse patient effects were reported.